Event description:
(B)(4). Since getting the essure implanted I have suffered through very heavy clotting periods lasting for 1 week. I am always very tired, migraines/headaches, sore legs, back pain, swollen/hurting joints especially in shoulders, very bad cramps, uti, itching and burning (constant urination).